Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a magnetic resonance imaging (MRI) scan, although his implantable cardiac electronic device system was not MRI conditional. Following the MRI, and automatic lead safety switch due to an out of range impedance measurement occurred for this right atrial (ra) lead. The patient was evaluated at their device following clinic and it was found that pacing impedance on the ra was within normal limits in unipolar mode, but that there was failure to capture in bipolar mode. Boston scientific technical services (ts) provided programming options. This ra lead and the associated pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.